Event description:
During baxters device eval, the device was found to display an "upstream occlusion" alarm when no occlusion was present. There was no pt involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter evaluated the device in question. The eval confirmed the lower reading on the ultrasonic sensor to be below specification caused by a failed upstream sensor. Low ultrasonic readings will allow the pump to be more sensitive to air and upstream occlusion alarms. The failed upstream sensor was replaced.